Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided. The customer canceled the service call.

Event description:
The customer reported that the system failed to power up to a usable state preventing a system boot. No patient or user injury was reported.